Event description:
It was reported that the user¿s ilet was operating without a connected cgm, leading to elevated blood glucose readings. The user was educated on bg run mode and how to manually enter fingerstick values; the user entered readings of 368 mg/dl and later 341 mg/dl, with guidance to wait at least two hours after pump disconnection before any manual insulin dose, consistent with a usage issue rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not starting a new sensor or initiating bg run mode in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.